Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09063. It was reported that the patient presented in clinic. Upon interrogation, it was suspected that the patient's pacemaker had exhibited premature battery depletion. It was also noted that the patient's chronic right ventricular lead exhibited high capture threshold and failed to capture. The pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable.